Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information provided on (B)(6) 2025 noted that on (B)(6) 2025 the driveline power fault alarms returned. The corrosion was noted to likely be due to water damage, and would be cleaned on (B)(6) 2025. Details provided on (B)(6) 2025 confirmed that the driveline power fault alarms appeared to clear post modular connector cleaning. The noted corrosion was observed upon disconnecting the surface cleaning. The patient was symptomatic during the cleaning, so the team provided inotropes for the second round of cleaning of the pin sockets and the patient tolerated the pump off well. Post-cleaning log files showed improvement of the isense values and no further driveline power faults noted. The patient was instructed to cover the modular cable connection during showers to prevent this from re-occurring.

Manufacturer narrative:
Section a: patient weight not yet available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with driveline power fault alarms that begun on saturday afternoon. There was no visible damage to the driveline. Log files confirmed driveline power b fault alarms on (B)(6) 2025. The alarm had not interfered with pump operation. Per technical services (ts), there was corrosion noted on the pump inline connector and would be onsite for a cleaning.

Event description:
The patient was seen again in clinic for recurrent driveline power fault alarms despite the cleaning. The site stated they would permanently silence the alarm, and was considering splicing the driveline. Additional log files captured driveline power a faults beginning on 16nov2025, and it was noted that previous faults were on the b line. This indicated that the connector may still be dirty. The remainder of the log file was unremarkable. Due to the recurrent alarms, the site requesting a modular connector replacement. A repair was scheduled for 03dec2025 since there were still alarms post connector cleaning. Power faults still noted on the screen prior to procedure. A new modular connector was spliced in successfully with no issues and no interruption in pump support during power transfer. Post driveline repair, log files were submitted after performing 20 power cable disconnects as requested, but the power cable disconnects were not captured in that file. Only the driveline power faults were captured. An additional 20 power cable disconnects were performed, waiting until an audible beep was heard before triggering another. In the log files submitted following these, no further alarms were captured, and values had returned to normal. The plan was to exchange the patient's ventricular assist device after several months and to get the patient listed for transplant.

Manufacturer narrative:
Section d9: hm3 inline connector received only with modular cable. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.